Event description:
Reporter indicated a patient's vns was not functioning and that the patient was having increased seizures. The patient was referred for generator replacement surgery, but high lead impedance was noted preoperatively and with the new vns generator and resident lead. Lead revision surgery was not done and will likely occur in the near future. The vns was left disabled. As inserting the resident lead into the new generator did not resolve the high impedance, a lead fracture is suspected. Attempts for further information are in progress.

Event description:
Product analysis was completed on the returned vns lead. A large portion of the lead assembly (body) including the electrode section was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device.

Event description:
The explanted vns generator was returned for analysis. No anomalies were identified and the generator performed per specifications. Surgery to replace the patient's vns lead and new generator is tentatively planned for (B)(6) 2011.

Manufacturer narrative:
Device failure is suspected.

Event description:
Reporter indicated the patient had vns lead replacement surgery on (B)(6) 2011. The explanted lead has been returned and is pending analysis. Paperwork received with the lead indicated the lead was replaced due to "lead malfunction". An implant card was also received indicating the lead was replaced due to "lead malfunction". Vns diagnostics with the new lead were within normal limits.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.